Event description:
The dragonfly optis catheter was used on a patient with moderate tortuosity and heavy calcification. Right coronary artery (rca) stenting was performed without any visible issues and the physician decided to treat the right circumflex (rcx) vessel. The tip and distal marker went into rcx but repeatedly the second marker went into the left anterior descending (lad). A stiffer non-abbott guidewire was used to introduce the dragonfly optis catheter with the same results. The patient experienced angina pectoris and st elevation occurred. A left main dissection (lm) dissection was visible. This was treated with multiple balloons and stented. The patient was sent to ICU without any further problems. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
An event of tissue dissection was reported. The reported event of a positioning issue was confirmed. The results of the investigation concluded that the catheter had been kinked between the lens and the guidewire exit port. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported positioning issue is consistent with the kink. Based on the received condition of the device and the information provided, the cause of the kink remains unknown. The dragonfly optis instructions for use states that the following complications may occur as a consequence of intertravascular imaging: coronary artery spasm, unstable angina, allergic reaction to the contrast media, arterial dissection, injury, or perforation, thrombus formation, abrupt closure, or total occlusion, abnormal heart arrhythmias, embolism, acute myocardial infarction, and death.